Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify request expired instantly. A technical support specialist logged into medbank myqlink (mql) to investigate the issue. Upon reviewing medbank myqlink (mql), it was determined that the request had been submitted several hours earlier and had expired after the standard two-hour interval. The cabinet time was checked and the device was rebooted. After the reboot, a new rxverify request was submitted, and the request interval displayed accurately. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, rxverify request approved and it was expired instantly, prompts the user to put in another request. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.